Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inaccurate flow rate. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: it was reported that a spectrum pump had an inaccurate flow rate. The volume to be infused (vtbi) was 20 ml with a flow rate of 40 ml/ hr with the actual volume delivered being 23 ml. This occurred during an unspecified process step. There was no patient involvement. No additional information is available. Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log revealed an infusion of normal saline with a volume-to-be-infused of 20ml at a rate of 40ml/hour was programmed on (B)(6) 2023 and matches the customer report. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.